Event description:
It was reported that the pt experienced coupling and/or communication issues with the recharger. The pt was to have the implantable neurostimulation pocket repositioned, in order to obtain better coupling. It was later reported that the physician suspected that an infection was present. Thus, the pt's implantable neurostimulator was removed. The decision to implant a new device will be made at a later date. Add'l info was requested but not available as of the date of this report. A f/u report will be filed if add'l info becomes available.

Manufacturer narrative:
(B)(4).